Event description:
While doing a hemi hip, the surgeon had seated the femoral stem and was attempting to seat the femoral head and neck adapter on the stem. The resected head measured 60mm, so we elected to use 60mm unipolar component with a neutral neck adapter. Several attempts were made to seat the unipolar head component, but the taper would not engage on the neck adaptor. At this point, we elected to try a 58mm unipolar comp. And another neck adapter and had the exact same experience. The surgeon implanted the 60mm endo head and neutral neck adapter loose on the stem because we exhausted our options. The surgeon stated that the patient would be fine unless they dislocated and then the unipolar component would most likely come off the stem.

Manufacturer narrative:
Evaluation summary: unipolar heads (B)(4) and adapters (B)(4) are not to be used with versys 12/14 taper porous stems as per the approved chart posted at www.productcompatibility.zimmer.com. Refer to this website for approved combination prior to surgery. Review of the device history records did not find any deviations or anomalies, indicating the device was manufactured, inspected, and packaged to specification. Without destructive testing, it was no possible to use an air gage to check the adapters inner diameter due to interference with the unipolar component (since they were already assembled). It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.